Manufacturer narrative:
The insulin pump had no escape, act, up arrow and down error button response due to flattened dome switches. The functional testing could not be performed due to the unresponsive buttons. No motor error alarm, reset anomaly or motor position encoder error alarm could be verified due to the unresponsive buttons. However, the motor assembly failed the motor test due to the motor encoder signal out of phase. The insulin pump was received with a cracked reservoir tube lip and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error. Customer's blood glucose was unknown mg/dl. The customer stated that the device was exposed to MRI. Customer received an e70 alarm. The customer was advised that the device would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the device and revert to a backup plan.